Event description:
It was reported the battery on the customer's insulin pump died without warning. The customer also reported an off no power alarm occurring. Customer's blood glucose was unknown at the time of the call. The customer was able to resolve the issue by changing their battery. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.